Manufacturer narrative:
The insulin pump was received with intermittent bolus and esc button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the esc and bolus buttons were not responding and the numbers on the screen started scrolling when trying to program a bolus. Customer stated that then, the insulin pump alarmed button error and alarm could not be cleared. Blood glucose value was in the 178 mg/dl range. No significant events leading to the keypad issue. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.